Event description:
Info received indicates the casters at the foot end are not engaging into brake.

Manufacturer narrative:
The tech replaced the broken brake linkage at the foot end to repair the stretcher.